Event description:
The patient reported he had previously experienced ineffective stimulation and subsequently had his scs system explanted late in 2009. Exact date of explant is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.